Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an occlusion alert occurred in the infusion set tubing, and the user¿s caregiver was advised to detach, run a fill-tubing procedure to clear the line, and replace the cartridge and infusion set due to an empty cartridge. Symptoms included no adverse physiological effects and stable blood glucose. Outcomes included no need for medical intervention and continued therapy after supply change. Investigation included customer support troubleshooting and user education. Investigation of this case revealed that the occlusion was resolved after cartridge and infusion set replacement. It was concluded that the event was related to an infusion line occlusion that cleared with supply change, with no patient harm.